Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter display cracked. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (B)(6), 2010 at 8am. One hour after the alleged issue occurred, the patient indicated she tested with another device and obtained a blood glucose result of "298 mg/dl". The patient indicated she manages her diabetes with an insulin pump and based on the result from the other meter, the patient claimed she soon after administered self treatment by increasing her humalog insulin to 0.8 units. The patient denied developing any diabetes symptoms as a result of the alleged meter issue. At the time of troubleshooting, the csr verified that the patient was using the subject meter for the first time and that there was no misuse of the lfs product. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. There is no evidence that the patient developed symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.